Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the review of the black box data showed no evidence of a short battery life. A replace battery alarm was observed due to a discharged battery use. The pump electrical current draws were tested and were noted to be within specifications. Ez-prime steps were performed correctly. The pump cover was removed and no intermittent condition was found to the printed circuit board or to the cgm (continuous glucose monitoring) module.